Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was determined the ventricular leadless pacemaker (lp) exhibited high capture threshold that resulting in loss of capture caused by a suspected micro-dislodgement. The lp was explanted and replaced. The patient was in stable condition.